Manufacturer narrative:
Follow-up #1 date of submission 03/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings:a battery compartment crack was observed during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the battery compartment was cracked. The reporter noted no power or moisture issues with the pump. It was reported the battery cap was able to be properly secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.